Event description:
It was reported that the pt has a catheter fracture and revision or system explant has been recommended. The pt has experienced marginal success with baclofen therapy and has concerns with "decreased leg motility". A follow-up report will be sent if add'l info becomes available to us.